Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the joystick has no power, so the original complaint issue was not able to be confirmed.

Event description:
Dealer stated the joystick will not turn off.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated the joystick will not turn off.